Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The photo indicates tube deformation due to a potential exposure to extreme heat. The deformity does not appear to be molding related with a most likely cause indeterminate. Thirty physical customer samples were visually inspected for tube deformation with no defects identified. The samples and photos were evaluated and the customer's indicated failure mode for no vacuum and molding defect with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the bd vacutainer® plus plastic sst tube had no vacuum and fell apart. No serious injury or medical intervention.